Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the angio-seal device was not available for investigation, the complaint was unable to be confirmed. The exact root cause could not be determined. It is possible blood was noted to leak after device deployment; however, angio-seal vip IFU instructs to apply pressure until sufficient hemostasis was achieved if seeping of blood occurs after device deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: unknown healthcare professional. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal vascular closure device was deployed using standard technique by the cardiologist. The device failed to achieve complete hemostasis, resulting in post-procedural leakage and hematoma formation at the puncture site. Manual compression was performed to complete the procedure. Additional information was received on 16sept2025: the user did not have difficulty in inserting the locator into the hub. The user succeeded in mating the locator and hub and the user successfully inserted and locked the locator in the hub. There was audible click on mating. There was tactile feedback after mating. The locator did not separate after mating with the hub. The user attempted once to mate the locator and hub. The locator was not too loose and stayed in place. The separation did not occur when the device was in the patient. The patient did not get hurt. A percutaneous coronary intervention (pci) was the type of procedure that was being performed for the patient, prior to the use of the angio-seal closure device. The patient was stable.